Manufacturer narrative:
H3) the software team reviewed the case. Logs were not available in fdr. Provided raw exams had 3mr exams, mr1, mr2 and mr3out of them mr1 was loaded with the warning "not optimal for stealth" because slice spacing greater than 2mm, missing slices, slice thickness was smaller than slice spacing, irregular slice spacing and in other 2mr exams the 3d model does not look good. Suspecting the image protocol issue might have caused the reported behavior. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that earlier during the day of the event, the rep decided to take a look at the scans that were uploaded. The first notable feature they found was that the MRI used as the reference exam had a large hole in the middle of the face due to a scanning error. This hole was not fixed in the image editor and made most of the nose and face untraceable. All of the past registrations seen on the uploaded scans were also traced only on the back and top of the patient's head. The rep believed that the poor image quality and poor trace method caused the trace to register that the patient flipped.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system proceeded to perform as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient, bed, and reference frame were moved multiple times during this case to navigate the tumor. Manufacturing representative (rep) reported that site reregistered each time that the frame was moved. During the events reported they had pressed restart registration and had not changed any other settings compared to previous registrations.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registering the patient, the site noticed that the passive planar was showing as being navigated on the opposite side of the patient anatomy. It was noted that the patient and reference frame had not moved. The site swapped between standard and radiographic view with no change. The site reregistered the patient and was happy with the navigation. There was no impact on patient outcome. There was a 5 minute surgical delay.